Manufacturer narrative:
Investigation summary: bd received six photos for investigation, which show a stopper that was separated from the hemogard and also had a crack on the surface that contacts the specimen. A total of 30 retained samples were visually inspected for cracks or damages, and all samples passed the inspection. Additionally, 10 retained samples were visually inspected for brittleness, and all samples passed. Furthermore, 29 retained samples underwent functional tests in which one sample failed these tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: closure separation and cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the stopper of one tube could not be removed while on the analyzer. It was found after removing the tube from the machine that the stopper was cracked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the stopper of one tube could not be removed while on the analyzer. It was found after removing the tube from the machine that the stopper was cracked. No adverse impact was reported regarding the patient or user.